Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges a discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they inserted a test cartridge and received a negative result. Upon removing the cartridge, they saw a line on the device and reinserted the same device and received a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. The customer was advised that they are not supposed to be visually reading nor reinserting the test device. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep, the analyzer provided a negative group a strep result. However, the user visually observed a line on the cartridge and questioned the analyzer result. The same cartridge was reinserted into the analyzer, which then provided a positive group a strep result. The user was advised to not visually read the cartridge or reinsert a used cartridge. This event occurred an unspecified number of times. There was no report of patient impact.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep, the analyzer provided a negative group a strep result. However, the user visually observed a line on the cartridge and questioned the analyzer result. The same cartridge was reinserted into the analyzer, which then provided a positive group a strep result. The user was advised to not visually read the cartridge or reinsert a used cartridge. This event occurred an unspecified number of times. There was no report of patient impact.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.